Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and passed the leak test and was able to maintain pressure. In addition, the hex cap was cracked but did not cause functional failure.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the balloon would not hold pressure. The pressure of the balloon dropped to 20mmhg twice. A hole was noted in the balloon. A second like device was used to complete the procedure with no adverse patient consequences.